Manufacturer narrative:
If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implanting abbott zxr00 intraocular lenses (iols) in both eyes, the patient became aware of deteriorating and blurred vision. He underwent laser surgery for treatment of his symptoms. No additional information was provided to johnson & johnson surgical vision. Patient had bilateral lens implants. This report captures the lens implanted in patients left eye. A separate report will be filed for the right eye.